Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog. Observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device explanted and replaced with non-allergan brand.

Event description:
Healthcare professional reported right side rupture. Device explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening.